Manufacturer narrative:
Device evaluated by MFR, removal reporting: additional information. Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed outflow graft deformation, however, a specific cause could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported aicd shock could not be conclusively determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 15.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the graft showed signs of compression or folding beginning 1¿ from the attachment hardware, with biomaterial observed along the cavities of the folds. The presence of biomaterial along the folds of the graft suggest that the compression or folding may have been present during device operation, however, a specific cause for and duration of its presence could not be conclusively determined through this evaluation. If present during device operation, the observed graft compression could have contributed to the low flow events captured in the log file. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a routine transplant on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that twisting of the lvad outflow graft was suspected per CT scan. Log file review by technical services revealed low flows. On (B)(6) 2019 the patient was reported as still in the hospital for monitoring until transplant. The patient was upgraded on the transplant list.